Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction/issue occurred. The product was evaluated. An external visual inspection was performed and no damage found. Voltage testing was performed and passed. No data was provided for evaluation. The customer's complaint was undetermined due to an investigation cannot be performed. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an unspecified malfunction/issue occurred. On (B)(6)2025, it was reported that the patient received a ¿transmitter not found¿ error when attempting to pair his sensor to his omnipod insulin pump and dexcom mobile app. Due to the pairing issue, the patient was not receiving any cgm values and the patient did not use a bg meter as a back-up during this time. The patient began to feel as if he were ¿drugged¿. It was not specified how much time elapsed from when the patient¿s pairing issue occurred to when the patient became symptomatic. The patient¿s neighbor called emergency medical services (ems). Once ems arrived, no bg meter reading was reported but the patient was treated with liquid glucose. Ems remained with the patient for 1-2 hours before leaving. Ems offered to take the patient to the emergency room (ER), but the patient declined. The patient still felt ¿drugged¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.